Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Investigation is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04228 / 04229).

Event description:
During a hip arthroplasty it was noticed that an acetabular liner was packaged as a dual mobility bearing.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a hip arthroplasty it was noticed that an acetabular liner was packaged as a poly bearing. Another device was used to complete the procedure. There was a 40 minute delay as a result.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event has been confirmed. Visual examination of the returned product confirmed the complaint as the box and product did not match. Products were also requisitioned from inventory and it was confirmed that the products match the box. This indicates that only part of the lot was mixed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to mixing of lots during sterilization operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.